Manufacturer narrative:
Device evaluation: medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with external damage. Event history log review was performed and found evidence of reported problem. Visual inspection, start-up process, multiple flow and occlusion tests were performed. Investigation could not repeat customer stated problem. However, the pump ehl showed reported error. Therefore, investigator replaced the pump main board as a preventative measure. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical medfusion 3500 pump exhibited backup audible alarm bgnd test and primary audible alarm bgnd. No patient involvement reported.